Event description:
On (B) (6) 2010, the lay pt's daughter contacted lifescan (lfs) alleging that the pt's one touch ultra 2 meter read inaccurately erratic. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The daughter provided the following info: the pt takes insulin and self-adjusts the dosage. The alleged issue first started on approximately (B) (6) 2010. Lfs meter readings of 277, 285, and 122 mg/dl were obtained within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt became incoherent and was rushed to the hosp after the product issue occurred. The pt was taken to the hosp 2 times in (B) (6) and 1 time in (B) (6)b; the specific dates and times were not provided. An unspecified low reading was obtained and ER health care professional (hcp) treatment with IV glucose was provided to the pt. A control solution test was not performed because the reporter denied having control solution. The pt's product was replaced. This complaint is reported because the daughter alleges that the lfs product read inaccurately and afterward the pt became incoherent and received hcp treatment with IV glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.